Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system recorded an untreated episode. Upon review, it was noted something like muscle noise. Recommended to find out what patient was doing. Additional information received indicates that this s-ICD delivered an inappropriate electric shock due to noise oversensed. Troubleshooting options were discussed and recommended. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Filed b5 and h6 (impact codes and device codes) already updated with new information received.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system recorded an untreated episode. Upon review, it was noted something like muscle noise. Recommended to find out what patient was doing. Additional information received indicates that this s-ICD delivered an inappropriate electric shock due to noise oversensed. Troubleshooting options were discussed and recommended. Increase significatively shock impedance measurements was also noted. An x-ray was performed and programming options were recommended. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.